Manufacturer narrative:
Received one speedband device with irrigation catheter, velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found all bands present with the first and second bands were moved out of their position, and the second band was caught under the first band. The ligator head was not broken; however, the teeth were bent and residues on the ligator head indicated use and handling. The trip wire was noted to be bent in several locations. The suture was broken with one section attached to the trip wire loop and the other section attached to the ligator head. The trip wire was partially rolled in the handle and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issues were noted with the velcro strap, irrigation catheter and handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an elastic ligature procedure performed on (B)(6) 2016. According to the complainant, after passing the device through the biopsy channel, the ligator housing ¿burst¿ upon mounting it on the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an elastic ligature procedure performed on (B)(6) 2016. According to the complainant, after passing the device through the biopsy channel, the ligator housing ¿burst¿ upon mounting it on the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.